Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator generated an oxygen sensor alarm during patient use. The patient was removed from the ventilator and placed on an alternate device without harm. There is no report of death or serious injury associated with this event.